Event description:
It was reported that after an episode of syncope in (B) (6) 2008, oversensing was noted on lv port lead and sensing then programmed on rv lead. In (B) (6) 2009, lv channel measured impedance of greater than 9999 ohms. Reprogramming done to pace only in atrium and rv channel. In (B) (6) 2010, the patient experienced trauma in the area of the abdominal device with oversensing now noted on the rv port lead. Revision on (B) (6) 2010 showed analyzer measurements were normal, but reconnection to device resulted in high impedances on lv lead. Retesting of the lead revealed no abnormalities. The device and leads were explanted and replaced "with correct measurements." No further patient complications were reported as a result of this event.

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) preliminary testing revealed a no output condition and the device had a pacing output when programmed vvt unipolar pacing. The no output conditions were the result of fractured interconnect ribbons. (B) (4) no anomalies found. Full lead returned and analyzed.

Event description:
It was reported that after an episode of syncope "with short resusitation" in (B) (6) 2008, oversensing noted on lv port lead and sensing then programmed on rv lead. In (B) (6) 2009, lv channel measured impedance of greater than 9999 ohms. Reprogramming done to pace only in atrium and rv channel. In (B) (6) 2010, the patient experienced trauma in the area of the abdominal device with oversensing now noted on the rv port lead. Revision on (B) (6) 2010 showed analyzer measurements were normal, but reconnection to device resulted in high impedances on lv lead. Retesting of the lead revealed no abnormalities. The device and leads were explanted and replaced "with correct measurements." No further patient complications were reported as a result of this event. Additional information received reported after the bike accident, patient less active and complained abdominal discomfort.

Manufacturer narrative:
(B) (4)